Event description:
Caller reports that the customer tested 216mg/dl, 205mg/dl, 95mg/dl, 196mg/dl, 90mg/dl and 124mg/dl and that she is unsure which results were taken back to back. No action taken based on device results provided. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.